Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged with stent struts lifted. The entire stent was moved on the balloon in a distal direction towards the distal tip. The maximum crimped stent profile was measured and is within specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft polymer extrusion found a kink in the midshaft 1 cm distal from the hypotube midshaft bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 3.00x12mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the device delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage and stent moved on balloon.